Event description:
It was reported that a cartridge alarm occurred during unknown insulin delivery process. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.